Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Unknown. What surgical procedure was done? Partial jejunectomy. Did the patient have a leak or a fistula? Fistula. If was reported that the patient had a fistula post-op day 4 (with re-op) and post-op day 10. Can you please provide a chronological timeline of events? Cannot provide. Does the surgeon believe that there was an alleged deficiency of the ntlc75 device that cause or contributed to the leak/fistula? Cannot determine. Were there any difficulties experienced with the device? No. How many times was the device fired? Unknown. What color setting was selected on the device and what was the sequence of the firings? Green. What was the device fired on? Jejunum. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, postoperative intestinal fistula. The patient developed intestinal fistula after surgery and was operated again on the 4th day after surgery. The product was used during the surgery. Intestinal fistula occurred on the 10th day after the surgery. The patients were treated with diet prohibition, anti-infection, inhibition of digestive secretion, fluid replacement, and enhanced drainage in the operation area. The intestinal fistula fluid in the surgery area continued to be more, and the patients were transferred to the superior hospital for further treatment. Procedure: laparotomy exploration + intestinal adhesion relaxation.